Event description:
The plaintiff's atty alleged that the pt experienced a cardiopulmonary respiratory arrest and subsequently expired the same day after use of the product. The plaintiff's atty alleged that the pt's injuries were caused by exposure to naturalyte and/or granuflo product administered during dialysis treatment.

Manufacturer narrative:
This is one event for the same pt involving two separate products.